Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s klebsiella pneumoniae peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was caused or contributed to this event. The patient¿s pd culture grew klebsiella pneumoniae which is organism commonly found in the human mouth and intestine. Based on the available information, it cannot be determined what exactly caused the patient¿s klebsiella pneumoniae peritonitis. However, peritonitis is a well-known potential complication in pd patients which may be associated with various potential causes. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient had abdominal pain and as a result was admitted to the hospital on (B)(6) 2019 for peritonitis while out on travel. Per the peritoneal dialysis registered nurse (pdrn), the patient¿s pd effluent was positive for klebsiella pneumoniae. The patient was treated with fortaz 1 gram intravenously (IV) daily in the hospital. Further details surrounding the patient¿s hospitalization are unknown. On (B)(6) 2019, the patient was discharged from the hospital continuing antibiotic therapy with fortaz 1 gram intra-peritoneal for 10 days. The patient reportedly continued pd therapy with the same cycler without further issues. Per the patient¿s pdrn, the cause of the patient¿s peritonitis is unknown and there were no reported fresenius device or product deficiencies/ malfunctions prior to the peritonitis event.

Manufacturer narrative:
Correction: g4 for the initial MDR was inadvertently reported as 05/11/2019. The correct g4 date for the initial MDR report (8030665-2019-00823) is 05/15/2019.